Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2018) is known. Batch # n54d8a. Device evaluation summary: the analysis results found that the sr55 cartridge was received with the pan detached from the reload, with 3 double drivers out of position and fully loaded with staples and the swing tab was found to be in the unlocked position. No functional test was performed due the condition of the reload. While no conclusion could be reached as to how the pan became detached from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that in the course of a procedure (rt.hemi-colectomy) using the ntlc, an error occurred in the process of firing. The blade suddenly stopped in the middle of the device, and the blade didn't move forward. As an emergency measure, the surgeon backed off the firing knob and detach it from the tissue. He changed a new cartridge and finished the procedure. There were no reported adverse consequences for the patient so far.